Event description:
The device was used during a laparoscopic cholecystectomy. Reportedly, the balloon ruptured and disengaged into the patient's cavity. The surgeon was able to retrieve the pieces and applied another device to complete the procedure. The hospital has reported no patient injury occurred.